Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter called to report that the customer was hospitalized today for high blood glucose levels with a reading of 692 mg/dl. The daughter stated that the customer had experienced unusual high and low blood glucose levels for the past six months. The daughter stated that the customer was also hospitalized back in march for low blood glucose levels. The customer had slurred speech and was not making sense prior to that event. The daughter declined any troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.